Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient's system was explanted due to suspected infection. In addition, the patient's wound site did not heal properly. The patient's condition was reportedly stable and a new system was implanted without complications. The therapy date of the concomitant model cd1211-36q, (B)(4) is unknown at this time.